Manufacturer narrative:
This report is submitted on december 30, 2020.

Event description:
Per the clinic, the patient experienced skin overgrowth on the abutment. The patient underwent a procedure on (B)(6) 2020, in order to remove overgrown tissue. The implanted device remains.